Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion was confirmed and replicated during laboratory testing. The root cause was determined to be due to a broken right split nut on the carriage block assembly causing a syringe plunger position failure (error code 351.6660). A review of the suspect syringe module¿s error log showed a total of three (3) error codes 351.6660 (syringe plunger position failure) occurred on 19jan2026 between 1:41 pm and 5:35 pm. A log review was performed with the limited information contained in the syringe module event log. The syringe module event log does not contain key press information, volume infused and programming parameters. On (B)(6) 2026 between 1:37 pm and 1:41 pm an infusion started at a rate of 12.5 ml/hr and volume to be infused(vtbi) of 49.7 ml on a bd 50 ml syringe. The syringe module alarmed for error code 351.6660 (syringe plunger position failure). Between 3:27 pm and 3:30 pm an infusion started at a rate of 12.5 ml/hr and volume to be infused (vtbi) of49.1997 ml on a bd 50 ml syringe. The syringe module alarmed for error code 351.6660 (syringe plunger position failure) and the system was powered off. Between 5:32 pm and 5:35 pm an infusion started at a rate of 12.5 ml/hr and volume to be infused (vtbi) of 48.6995 ml on a bd 50 ml syringe. The syringe module alarmed for error code 351.6660 (syringe plunger position failure) and the unit was channeled off. The inspection process found the right split nut broken. All inspected parts were manufactured by bd. The suspect syringe module was attached to a dchu laboratory testing pcd and powered on in its ¿as-received¿ condition, the syringe module immediately displayed ¿syringe calibration required¿ after power on self-test (post) sequence. The suspect syringe module was disassembled to perform inspection on the split nut; the right split nut was observed broken and was temporarily replaced with a known good split nut for testing purposes only. Infusion test was performed again and ¿syringe calibration required¿ was not displayed. Asm testing results indicated that the suspect syringe module was performing as expected, passing all tests as intended. Testing was performed on the suspect syringe module following the syringe module volume detection accuracy. The device was powered on without errors, detected a bd 50 ml syringe correctly, and delivered fluid within specification limits (calculated error: 0.26%, within ±2% accuracy requirement). Syringe volume detection accuracy testing found the suspect syringe module operating in specifications. Rate accuracy testing verified that the syringe module infused within the required +7% of the programmed flow rate for the infusion with no issues observed. No malfunction or performance issues were identified. The bd alaris modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operations on the affected channel stop; other infusion channels will not be affected. Bd alaris technical service manual in the troubleshooting section contains information related to error code 351.6660. The device was in use for treatment purposes as intended per iso13485:2016 clause 8.2.2 with regulatory requirements set forth in section 820.35. Root cause: the root cause for the reported under infusion is being attributed to an error code 351.6660 (syringe plunger position failure). The root cause for the error code 351.6660 is being attributed to a broken right split nut. The root cause for the broken right split nut could not be determined during the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported no medication was infusing while connected to the patient. Customer notes that there was allegedly no alarms to alert clinician. There was patient involvement however no patient harm. Additional information received 16feb2026: the administration infusion instructions was linvoseltamab-gcpt 5mg in normal saline 47.5ml. The dose frequency was once and the route of infusion was IV. The infusion start time was 19jan2026 at 1300 and end 20jan2026 0059. A 50ml bd syringe was used and the infusion was programmed using the facilities guardrail data set.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported no medication was infusing while connected to the patient. Customer notes that there was allegedly no alarms to alert clinician. There was patient involvement however no patient harm. Additional information received 16feb2026: the administration infusion instructions was linvoseltamab-gcpt 5mg in normal saline 47.5ml. The dose frequency was once and the route of infusion was IV. The infusion start time was (B)(6) 2026 at 1300 and ended on (B)(6) 2026 at 0059. A 50ml bd syringe was used and the infusion was programmed using the facilities guardrail data set.